Event description:
According to the reporter, during laparoscopic appendectomy under general anesthesia, the insulation layer of the competitor's elect rosurgical pen was damaged. When the surgeon was using a generator to detach the tissue, the surgeon suddenly felt a tingling sensation in hand. Immediately checked and found that the shell of the electrode wire hand-held part was damaged. The exposed iron fibers pierced the surgeon's gloves, causing minor needle-like slight burns to the surgeon's hands when the generator was activated. The e lectrosurgical pen with a new one was replaced immediately. The surgeon applied medicine to the burned and treated the wound. The facility replaced the electrosurgical pen with a new one to resolve the issue.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr, fdd) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic appendectomy under general anesthesia, when the surgeon was using a generator to detach the tissue, the surgeon suddenly felt a tingling sensation in hand. Immediately checked and found that the shell of the electrode wire hand-held part was damaged. The exposed iron fibers pierced the surgeon's gloves, causing slight burns to the surgeon's hands when the generator was activated. The high-frequency electrosurgical generator electrode wire was replaced immediately. The surgeon applied medicine to the burned and treated the wound.